Event description:
On (B)(6) 2012, the pt underwent endovascular treatment for a progressing, subacute type b dissection. The physician planned to implant the conformable gore tag thoracic endoprosthesis over the tear, and land the device just distal to the left common carotid artery. During deployment, it was reported that the device moved proximally, which resulted in partial coverage of the ostium of the left common carotid artery. The physician chose to perform a carotid to carotid bypass to ensure long term perfusion of the left carotid artery. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. The conformable gore tag thoracis endoprosthesis, instructions for use (IFU) states: use of the conformable gore tag thoracic endoprosthesis has not been studied in the following pt populations: pts with a chronic dissection.